Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while treating the left upper pulmonary vein with the balloon catheter, contrast dye was inject and was observed to leak out of the outer heart wall and the cardiac shadow was significantly enlarged. The patient was found to have pericardial tamponade with unspecified complications. The patient was "immediately rescued by puncture" (pericardial tap/drainage), after which vital signs were stabilized. The procedure was aborted, but the patient was not under general anesthesia, and the patient was transferred to the cardiac care unit in stable, non-life threatening condition. No further patient complications have been reported as a result of this event.